Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿induration and swelling¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected in the bilateral marionette lines with 1ml of juvéderm vollure¿ xc. Approximately 4 weeks post-injection, patient "developed induration and swelling¿ at the injection site and the ¿corners of the mouth.¿ patient was treated with hyaluronidase. More hyaluronidase was provided, along with keflex and 5fu, the next day. Two days later, the patient received kenalog by another physician. The patient was given more hyaluronidase 5 days later. The next day, the patient was started on cipro and clarithromycin. More hyaluronidase was provided the next day and again 4 days later.

Event description:
Additional information: patient's symptoms have resolved.